Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('it had punctured my tubes') and pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), scar ("scar tissue") and lethargy ("lethargic"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the fallopian tube perforation, scar and lethargy outcome was unknown and the pelvic pain had resolved. The reporter considered fallopian tube perforation, lethargy, pelvic pain and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('it had punctured my tubes') and pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), scar ("scar tissue") and lethargy ("lethargic"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the fallopian tube perforation, scar and lethargy outcome was unknown and the pelvic pain had resolved. The reporter considered fallopian tube perforation, lethargy, pelvic pain and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.